Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of bacterial peritonitis with culture positive for serratia marcescens with eosinophilia in a patient coincident with extraneal viaflex therapy via automated peritoneal dialysis (apd) for peritoneal dialysis (pd). On an unreported date, extraneal viaflex from (B)(6) was discontinued. On (B)(6) 2011, the patient experienced bacterial peritonitis with culture positive for serratia marcescens with eosinophilia. The patient was not hospitalized for the event. The event was described as moderate in severity. The peritonitis resolved. Causality assessment: related to extraneal imported from (B)(6).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed